Event description:
It was reported that the customer was hospitalized for hyperglycemia. The blood glucose reading was 480 mg/dl. The customer stated that twice in the past 3 months, the insulin pump did not alarm no delivery and he wound up in the hospital for high blood glucose. He complained of vomiting, dizziness, light-headedness, fatigue, frequent urination, and agitation. He treated with the insulin pump. The blood glucose reading at the time of hospitalization was 596 mg/dl. Unable to complete troubleshooting due to lack of a tubing clamp; advised that one would be sent out. The customer also reported that the insulin pump alarmed motor error in the past. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.